Event description:
On (B)(6) 2003, left hip prosthesis for coxarthrosis was implanted. A surgical report from medical provided. On (B)(6) 2023 patient fell abruptly while walking without a trauma. Patient had a revision of pth on left femur fracture. Surgical reported disinsertion of external rotator tendons and joint capsule and dislocation with fracture of the shaft distal of the neck. Stem and cup removed without difficulty and no bone loss. There was a successive passage of burs and worn at the level of femur. Doi: (B)(6) 2003; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence found the femoral stem fractured from the distal section of the neck. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.